Manufacturer narrative:
Device used for treatment, not diagnosis. Patient ID - case number (B)(6). Device is an instrument and is not implanted/explanted. Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn. A review of the device history record indicates there were no anomalies which could have caused or contributed to this complaint. All records indicate the product was manufactured to specifications. Placeholder.

Event description:
Sales consultant reported a broken coupling screw at the shaft junction. The event occurred while the surgeon was inserting the helical blade into the trochanteric fixation nail. It was reported that after trying different techniques to remove the broken portion from the patient, the surgeon used the broken screw removal set and successfully removed the broken portion after about 25 minutes. This is report 1 of 1 for complaint (B)(4)

Manufacturer narrative:
Device used for treatment, not diagnosis. Additional narrative: manufacturing evaluation - the cap is separated from the shaft at the gas tungsten weld location. There is ware and tear evidence to the hex drive on the cap and there are impact marks on the top of the cap, the shaft doesn¿t appear to have any major damage only light discoloration due to use. The threaded end is clearly bent. The complaint issue is due to an unknown cause. The instrument conformed to dimensional specifications at the time of manufacturing. The material or the shaft and knob was determined to be within specifications per the drawing. The hardness of the knob is within specification but the shaft could not be measured due to the thin wall cannulation. The diameter near the break is within specification. Based on the specifications at the time of the original manufacturing, the unknown root cause, and the evaluation performed by synthes, this complaint is deemed indeterminate from a manufacturing position. Product development evaluation - the returned helical blade coupling screw (part #357.377) was received for evaluation with complaint category of "broke during insertion/removal." The returned device (lot #5310929) was manufactured in november 2006 and is almost 7 years old and shows evidence of being used/hammered extensively over that time. The dents around the perimeter of the head indicate that it has been struck off-angle numerous times. As noted in prior complaints, "the helical blade coupling screw is hammered repeatedly as part of the technique to insert the helical blade". There are 54 complaints for part# 357.377 with complaint category of "broke" in which the coupling head detached from the shaft in the entire us complaint history and approximately 4,027 have been distributed in the u.s. Since 2006 (2006 is oldest sales data available from jde) which results in an estimated us complaint rate of 1.3% based on sales. This device is used repeatedly so the actual complaint rate based on usage would be significantly lower. The trochanteric fixation nail design risk assessment ((B)(4)) adequately assesses the risk associated with this complaint condition. Specifically, the 13th hazard under "blade insertion tool and coupling screw" is "head of coupling screw detaching from the shaft" and is assessed as a less severe risk with a moderate severity of harm "3" and unlikely probability of occurrence "2" with possible harm listed as "can not detach the helical blade insertion assembly or the insertion handle assembly". A review of the product design/drawings also showed the coupling screw design to be acceptable for the intended use. Additionally, excessive hammering of the coupling screw off-angle or when the screw is not fully tightened, per the described technique guide (titanium trochanteric fixation nail system,(B)(4)), could result in loading conditions that may lead to breakage. The returned device (lot #5310929) was manufactured in november 2006 and is almost 7 years old and shows evidence of being used/hammered extensively over that time. The dents around the perimeter of the head indicate that it has been struck off-angle numerous times. The design was reviewed and determined to be acceptable for the intended use and therefore, the complaint is invalid with respect to design.